Event description:
The reporter stated, that it was during the phacocmulsification procedure, that the surgeon was observed puncturing a hole in the capsular bag using a cyclodialysis spatula. The reporter stated, that the event was due to surgeon error. Additional information has been requested from the facility, but to date none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.